Manufacturer narrative:
Additional information has been received and updated in b5. H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been provided and states lens breakage was in left eye but right eye also has similar symptoms. During examination symptoms of rhinitis were also present, so it is more likely allergy due to hay fever, not lens damage.

Event description:
As initially reported by consumer states that found a lens with wavy edge after opening the blister. And consumer wore the lens and experienced irritation, additionally consumer felt irritation when wearing a new lens, the consumer removed the lens and found it with edge tear and eye mucus came out. The consumer sought medical attention and was diagnosed with conjunctivitis. The consumer was treated with pranoprofen a non-steroidal antiinflammation eye drops four times a day and suggested to continue eye drops until symptom resolves. Additional information has been received which states that consumer consulted a doctor several times. Consumer visited the doctor and was diagnosed with conjunctivitis. The doctor prescribed antibiotic ophthalon and instructed to visit again in one week. During the second visit also the symptoms remained and same medications were prescribed and instructed to visit again. During the third visit also, symptoms remained and doctor prescribed levofloxacin and instructed to visit again in two weeks. The consumer visited the doctor twice again and symptoms still continued and same medication were prescribed. No additional information has been provided at the time of reporting. Additional information has been provided states conjunctivitis recovered and dry eye remains.

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.